Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak from the cycler set¿s cassette stay-safe pin connector while removing the cassette from the cycler after cancelling treatment. The patient cancelled treatment after fill 1 because he was feeling pain. The fluid leak was coming from the blue pin of the stay-safe pin connector while the patient remained connected to the cycler set. The patient also reported experiencing difficulties inserting the cycler set¿s cassette into the cycler during setup and reportedly broke the cycler¿s stay safe connector tab during an unknown step. There was no fluid observed within the cycler. A new cycler was issued to the customer due to the broken tab and difficulties inserting the cycler set cassette. The reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was not available. The patient will continue to use the cycler. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). Multiple attempts were made to acquire additional information, however, a response was not received.